Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to detection of atrial fibrillation (af) with rapid ventricular response (rvr). In addition, an alert was triggered for charge circuit timeout. The implantable cardioverter defibrillator (ICD) will be explanted and replaced, however currently remains in use. No further patient complications have been reported as a result of this event.